Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. A device history review was conducted for lot number 6173087 our records show it was manufactured in november 2018, and determined that this is the only instance of foreign matter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately, a sample could not be obtained for the purpose of the investigation, and a review of retained samples for this lot could not identify any additional examples of foreign matter. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported with the use of the bd intima-ii closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.